Event description:
The complaint is reported as: the distal lumen of the extension line was found deatched from the junction hub during placement. The catheter was replaced. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one 3-l catheter for evaluation. The catheter contained obvious signs of use and the distal portion of the catheter body appeared intentionally trimmed. Visual examination revealed the distal luer hub was separated from the lumen. The luer contained remnants of extrusion within the hub. The length of the catheter body measured 250 mm which indicates at least 57 mm were trimmed and not returned per catheter product drawing. The outer diameter of the distal lumen measured to be 2.15 mm which is within specifications of 2.13mm - 2.21mm per product drawing. The inner diameter of the distal lumen measured to be 1.47mm (0.058") which is within specifications of 1.42mm-1.50mm per product drawing. This indicates the wall thickness measured within specifications. Functional inspection was performed to recreate the product's intended use. The IFU provided with this kit states "flush lumens) to completely clear blood from catheter." The proximal and medial extension lines were flushed using a lab inventory syringe to ensure there were no blockages. The distal end of the catheter was then clamped, and a water-filled lab inventory syringe pressurized each remaining line. No leaks were detected in the proximal or medial extension lines. A manual tug test confirmed the proximal and medial extension lines were fully secured within the luer hubs. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested." The report of an extension line/luer hub separation was confirmed through the complaint investigation of the returned sample. Visual analysis revealed that the distal extension line had separated adjacent to the luer hub. It was noted that remains of the extension line were found within the luer hub. The catheter and extension line met all relevant dimensional requirements and a device history record review performed with no relevant findings. A CAPA has previously been initiated due to an increasing trend of cvc extension line leaks and separations. The root cause of this issue has not yet been determined. Teleflex will continue to monitor and trend complaints of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: the distal lumen of the extension line was found detached from the junction hub during placement. The catheter was replaced. No patient harm reported. The patient's condition is reported as fine.